Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an open circuit was discovered in the distal electrical assembly of the adapter. It was noted that the short circuit was on the single use loading unit (sulu) detect switch. It was reported that the device was difficult to load. The reported issue was confirmed. The most likely cause was traced to a component failure. It was also reported that the adapter did not seat properly into the clamshell. The connection was loose. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the two reported adapters are not working. The sales representative mentioned one might have a loose fit, and the other might have had an issue with the reload. Another adapter was used to complete the case. There was no patient injury.